Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The conductor wire was broken inside the grip-crimp socket. The instrument failed the electrical continuity test. The instrument would pass the electrical continuity test when the broken conductor wire segment is pressed into the grip-crimp socket. No signs of thermal damage were observed. Additionally, the instrument was found to have damage to the conductor wire¿s insulation at the distal end. The insulation was pulled back exposing the conductor wire as a result. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had an unknown defect. The procedure was completed with no reported injury.